Manufacturer narrative:
Conclusion: the complaint is confirmed for a split in the cannula body. Visual inspection of the returned device did observe damage to the cannula in the wire wound area and it appeared to be separated. No other damage was observed. Additional inspection under magnification showed that there was an indentation where the defect was located and at that location there appeared to be a tear/split. Additional inspection found a scratch/nick mark close to the area where the tear/split was located. If a defect such as the returned device (hole, nick, tear) were to be found during the manufacturing process, the product would not have assembled correctly, and it would have been rejected. No fixture or equipment that could have caused this type of defect was found. It is unknown what may have caused this occurrence. Trends for issues with this device are monitored. Additional information was received stating that there was minimal blood loss (under 5ml) and a blood transfusion was not needed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a split in the device. Reason for return was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a bio-medicus cannula a hole was found in the body of the cannula. This was discovered by visualizing a stream of air in the venous line. The customer stated that the hole was a very tiny hole within the part of the cannula that has the metal rings and it was located about 2cm (rough estimate) from the clear plastic tubing (of larger diameter). The customer stated they never had any needles near the cannula, they had not yet begun sewing it in and all the needles were off the field. The customer stated that they did not fold or crimp the cannula and they did not have a malpositioned tubing clamp. Once the customer noticed the leak, they started to pinch the cannula pretty tightly to try and stop bleeding and this made the hole bigger. The customer stated that they were still able to control bleeding fairly well and the cannula was replaced. The customer did not witness any bubbles on the arterial side and they stated that blood loss was pretty minimal. The customer is completely certain that the hole was not made on the surgical field and they also doubt that the hole was made on the back table. The customer stated that they saw the or technician take the cannula from the packaging and it would not be reasonable to suspect they could of bent, clamped or poked the cannula while it was sitting motionless on the table awaiting the customer to ask for it. Impact to the patient due to this event was requested but it was reported as asked but unknown. The patient status was reported as "alive - no injury".